Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and fluctuating, which led to a pump shutdown. The customer's blood glucose level was in the 400 mg/dl range. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.